Event description:
It was reported the patient had his spectra penile prosthesis removed for unspecified reasons. No patient complications were reported in relation to this event.

Event description:
Additional information received indicated the patient had his spectra penile prosthesis replaced as he was dissatisfied and wanted "reposition." The device appears to not have been laying correctly; therefore another malleable device was implanted and placed in a new position.